Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode due to low amplitude measurements. Technical services (ts) discussed that there were low amplitudes followed by larger amplitudes and troubleshooting steps were provided. The health care professional (hcp) planned to review this information with the patient's physician and determine when to bring the patient into the clinic. Additional information was received that the patient received an inappropriate shock. Episode review showed an amplitude of 0.4mv and the t-wave was about the same size. Noise was limited to the baseline and appeared to be muscle noise. Shock impedance increased from 75 ohms to 90 ohms over the past 5 months and the impedance of the delivered shock was 100 ohms. The noise was reproduced in sec and alt at 2x but was appropriately marked. Two patient initiated interrogations (pii) were performed and reviewed. No programming changes were performed. The system remains in service and no adverse patient effects were reported.